Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with mentor memoryshape¿ mm, 255cc silicone breast implants which the report indicated that the patient has multiple myeloma and hardness of both breasts postoperative. On (B)(6) 2019, the doctor confirmed capsular contracture baker grade iii after examination. As a result patient underwent bilateral removal and replacement as follow:right replaced with catalog number 3502504bc, serial number (B)(4), and left replaced with catalog number 3502504bc. Serial number (B)(4) on (B)(6) 2019. This report is for the right side. Note: report also indicated that the patient had original implants secondary to bilateral mastectomy for breast cancer, and that patient is undergoing treatment for multiple myleoma. At the insistence of her oncologist, she sought consultation with her physician to remove and replace her textured implants. Patient has bilateral capsular contracture upon examination.